Event description:
It was reported that during a coronary stenting treatment procedure, a product mix-up occurred. The physician asked for a 4.00x8mm liberte bare metal stent; however, he has handed a 4.00x8mm taxus liberte drug eluting stent and the device was implanted in the right coronary artery (rca). No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.